Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented with intraocular pressure issues and anterior chamber of the eye is not stable. The procedure details and patient impact were not reported.

Event description:
Additional information received indicating that the actual suspect is 2.0 mm knives (mani 2mm). The 2.0mm knife used for the main incision was the cause.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. No further reports will be reported under mfg report num. 2028159-2023-01331. The manufacturer internal reference number is: (B)(4).